Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2022. It was reported that the patient believed the lead had moved as they were a rough sleeper and had to wake up more than usual to void. It was reported their baseline symptoms of urgency frequency were worse. It was unknown if the issue was resolved.